Manufacturer narrative:
(B)(4). Did the device fire clips every time the handle was engaged? Were the clips malformed? Did the clips feed into the jaws slow, sideways or not feed into the jasw at all? The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, 2 malformed clips and 1 conforming clip were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed,and formed the remaining 7 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused this condition. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips do not fire properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.